Event description:
The manufacturer received information alleging a "service required" alarm and high expiratory pressure alarm condition occurred. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control valve was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.